Event description:
It was reported that sharps coll canada 7.6l funnel yellow had a broken lid. The following information was provided by the initial reporter: ''it was reported that : missing the proper holes and cuts for needle''.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that sharps coll canada 7.6l funnel yellow had a broken lid. The following information was provided by the initial reporter: " it was reported that : missing the proper holes and cuts for needle ".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-08. H6: investigation summary. The customer provided samples with incorrect lids that were investigated by our quality team. The customer's complaint was verified and the information was forwarded to the supplier for further investigation. According to the DHR review process, the result showed there were no issues reported like component damaged/broken (lid) during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like component damaged/broken (lid) for the same lot number (1207948) throughout the last twelve months. The root cause of this issue was found to be a line clearance skipped before a new lot was produced. The correction to current method was a check step in production to ensure all previous material removed before start of a new order. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.